Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a hardware error code displayed on receiver on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log found hardware errors. The reported event of a hardware error was confirmed. A root cause could not be determined.